Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. Engineering assessment of the incident has been evaluated. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "product misfiring."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noticed the shaft was damaged. The unit was actuated and all remaining clips loaded and closed properly. The unit was disassembled and engineering found internal component damage. The root cause of the clips misfiring was caused by the damaged shaft. The exact root cause of the bent shaft is unknown; however, damage can occur during handling or product use. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. This document represents our final report.